Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the pump's keypad would be intermittently locked without user intervention and there was moisture within the cartridge compartment. This complaint is being reported because: the alleged keypad issue has could impact the patient¿s ability to use the device and affect insulin delivery; the alleged moisture issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, no evidence of moisture was found in the cartridge compartment. No physical damage was found to the keypad. All keypad buttons responded properly. The keypad was removed to find no defects. Unrelated to the original complaint, a leak test was performed and failed due to a crack in the battery compartment from the threads to the left side of the grip pad.